Manufacturer narrative:
Manufactures investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 2 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2020 the patient was admitted and presented with dark tarry stool and slight drop in hemoglobin accompanied by increased shortness of breath (sob). No new findings on esophagogastroduodenoscopy (egd). Egd and colonoscopy showed gastritis but no bleeding. The patient received 1 unit of packed red blood cells (prbc) and patient symptoms improved. The patient was discharged on (B)(6) 2020 with instructions to follow up with weekly outpatient hemoglobin (hgb) and hematocrit (hct). No additional information provided.